Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with liquid and residue/debris on product. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -12.50/2.0/052 (sphere / cylinder / axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to low vault and lens opacity (observed: on (B)(6) 2023) and the problem resolved. It was reported that an iol was implanted and patient is happy. In the reporters opinion the cause of the event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).